Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), the unexpected delivery of a ventricular tachyarrythmia therapy and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2016, ventricular sic counts were up to 286; beginning (B)(6) 2016, there were non-sustained ventricular tachycardia and ventricular fibrillation (vf) episodes with evidence of lead noise oversensing leading to inappropriate shock. In addition, on (B)(6) 2016, the rv pacing impedance rose to 2831 ohms up from a trend in the 380-475 ohm range and the rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate nst episodes.

Event description:
It was reported that following the implant procedure two months prior, a high right ventricular (rv) lead threshold was observed with exit block, along with a high rv impedance and fluctuating and high stimulation during pocket manipulation. There was also intermittent sensing of the atrial signal in the ventricular electrogram (egm), and oversensing of noise in the ventricular egm with numerous tachycardia episodes, which could be provoked by manipulation of the pocket. It was noted there were inadequate shocks and a connection issue was suspected with the implantable cardioverter defibrillator (ICD). A visual inspection indicated the lead pin was completely inserted and could not be pulled out of the connector but the setscrew of the ICD was loose. The rv lead was measured via the analyzer, which indicated a "fully functional rv lead." After reconnecting the rv lead to the device, the physician noted the previously observed issues had vanished, however, it was decided to replace the rv lead. During removal of the lead, the sleeve was cut off with the scalpel and insulation damage occurred. In addition, it had been noted the ICD had moved to a lateral position following the initial implant and therefore, the physician performed a pocket revision with a new ICD. Following the replacement of the rv lead and ICD, the existing right atrial (ra) lead appeared stretched in the x-ray but the physician chose to leave the ra lead in use with the rv lead and ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.